Event description:
During an ercp procedure the physician used a wilson-cook howell dash ii direct access system pre-loaded with a metro wire guide. The wire guide was left in place as the sphincterotome was exchanged with an extraction balloon. Upon removal of the wire guide from the balloon, a portion of the coating at the distal tip of the wire guide separated but did not detach. Post procedure, no harm to the patient was reported.